Event description:
A distal volar radial plate (dvra(tm)) implant surgery was performed in 2006. The drill guides (f.a.s.t. Guides (tm)) on the distal row were inadvertently left behind at the conclusion of the surgery. Revision surgery was performed on 03/02/2006 to remove the f.a.s.t. Guide from the dvra plate.